Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that several years ago shortly after the implant of the device, the patient was using a chainsaw. When they reached down to pull the trigger, "it put me down, like I passed out". The patient also remarked that their device has been reprogrammed several times after implant to get it to set properly. The device remains in use. No further patient complications have been reported as a result of this event.